Event description:
Two of hosp's existing 6" roller pumps have displayed "belt slip error" message. Two days later an additional 6" roller pump displayed a "stop motor error" message. Pumps were removed from service and returned to MFR for diagnostics.